Manufacturer narrative:
An event of heart block during implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The cause of atrial fibrillation could not be conclusively determined. The unexpected medical intervention was a result of case-specific circumstances as medication was given. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for a procedure using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 359-322s and heparin was given. A maximum recapture limit was reached and the valve was not used for implant. A new 25mm navitor vison valve and small flexnav delivery system were used. During implant, the patient suffered a transient complete heart block and medications were given. The valve was implanted at a depth of 5mm on the non-coronary cusp (ncc) and 5.4mm on the left coronary cusp (lcc). After the implant, a bioprosthetic valve fracture (bvf) performed with a 24mm non-abbott balloon. Post procedure, echocardiogram showed left bundle branch block (lbbb) and a beta blocker was held. The converted back into sinus rhythm on (B)(6) 2025 and reported stable.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (r950531301). It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for a procedure using a small flexnav delivery system. During procedure, the activated clotting levels (act) were 359-322s and heparin was given. A maximum recapture limit was reached and the valve was not used for implant. A new 25mm navitor vison valve and small flexnav delivery system were used. During implant, the patient suffered a transient complete heart block and medications were given. The valve was implanted at a depth of 5mm on the non-coronary cusp (ncc) and 5.4mm on the left coronary cusp (lcc). After the implant, a bioprosthetic valve fracture (bvf) performed with a 24mm non-abbott balloon. Post procedure, echocardiogram showed left bundle branch block (lbbb) and a beta blocker was held. The converted back into sinus rhythm on (B)(6) 2025 and reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.